Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the prong on the ac power cord plug was loose. The customer contact indicated that when the ac power cord plug was connected to ac power, the ac indicator did not illuminate. During a visual inspection of the ac power cord at the user facility, it was noted that the prong on the ac power cord plug was loose. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.